Event description:
A malfunction alarm was reported on the customer's pump, which persisted despite three attempts to reset it. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.